Manufacturer narrative:
H.6. Investigation summary: bd had not received photos or customer samples for review and analysis. 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Bd is not able to confirm the customer's reported failure mode with the retain sample test results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the vacuum was inconsistent in filling the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the vacuum was inconsistent in filling the tube. There was no report of impact to the patient or user.